Manufacturer narrative:
(B)(4) - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set cannula was kinked on 10-may-2024. The blood glucose level was displayed high and was managed by multiple daily injections (mdi). The event occured 3 or more hours after insertion. The site of insertion was at abdomen for first three events and at thigh for the fourth event. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.